Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was stuck on an artery. The customer was able to remove the stuck vse instrument. The customer replaced the vse instrument with a back-up instrument of the same kind and continued with the operation. The procedure was completing as planned with no reported injury.